Manufacturer narrative:
The sample is not available for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. Add'l info regarding this incident has been requested. If add'l info is received, a supplemental report will be submitted. (B)(4). Date submitted: 22 august 2012.

Event description:
The catheter tip broke off, requiring surgical removal.